Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges leaked. Customer experienced an elevated blood glucose (bg) and high levels of ketones; manual injections were used to correct. A cartridge change was performed resolving the issue.